Manufacturer narrative:
A failure analysis of the complaint device could not be completed as the device was not returned as the product was disposed.

Event description:
It was reported to boston scientific corporation in 2008, that a contour vl stent was chosen for a procedure (patient age, gender and weight are unknown) the same day. The packaging of the product was difficult to open. Force was used to open the clear packaging containing the product, which lead to the product becoming un-sterile. The procedure was completed with a different device (manufacturer unknown).